Event description:
It was reported that during the cleaning process, a tear was discovered in the hose portion of the pneumatic drill. It is unk how the damage occurred. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was torn or cut. The hose assembly was replaced, and additional preventative maintenance was also performed. The device was returned to the customer.